Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that 16 days post-implantation of the subject device, echo revealed a mean gradient of 23 mmhg. As reported, the patient presented to their cardiologist with atrial fibrillation and an echo was performed in which the gradient was noticed. Per obtain information, status post savr complicated by valve thrombosis and a rise in mean gradient form 9 intra-op to 23 one week ago and presented with congestive heart failure with elevation in bnp and hospitalized. Placed on oral anticoagulation with warfarin and also full dose lovenox 80 mg subcutaneous twice a day. The initiation of warfarin was delayed postoperatively because of thrombocytopenia and then he developed paroxysmal atrial fibrillation. Surgeon strongly feels patient had/has valve thrombosis. In the surgical literature savr valve thrombosis diagnosed with a significant rise in gradient over 1-6 month period of time with associated presentation of congestive heart failure and elevation in bnp. Patient¿s clinical scenario seems to fit the picture quite well.